Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 529 mg/dl. Reportedly, the customer had been using cold insulin as well as insulin that had been exposed to extreme temperatures. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump to address the bg.